Manufacturer narrative:
Visual inspection of the returned unit showed no marks from an inserted screw in the proximal and distal device screw holes. The reported complaint is due to procedure error as there was evidence of missing screw placements via fluoroscopy.

Event description:
Surgeon performed a plate removal for fractured nail.